Event description:
During esophageal dilatation, the first cook balloon failed to inflate in order to perform dilation. This balloon was then removed and replaced by another balloon. At first, the balloon inflated, but quickly deflated. It was then realized by the physician and staff that the 2nd balloon popped causing a bolus of water to flood the esophageal/gastric junction. The entire gastroscope and balloon were both removed from the pt and the balloon was then cut with sterile scissors. The physician quickly went back down with the scope to suction the esophageal area to prevent any further issue. Pt experienced no add'l adverse outcome.